Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen. Date of issue and sensor insertion is an approximation. On (B)(6) 2019, the patient went to the endocrinologist¿s office to report that the cgm alerted for low for over 12-hours throughout the night; however, she stated her bg was not low (cgm and bg values were not provided). The patient was evaluated by her endocrinologist for the reported inaccuracies. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.